Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device was returned to the manufacturer and investigation completed on 7-may-2018 with the following findings: review of the black box revealed multiple unexplained power on reset events. The battery compartment was intact and without damage. A battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. With the test cap in place, the pump powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the alleged intermittent power complaint. There was no damage, defect or contamination of the pump¿s interior compartment.